Manufacturer narrative:
A final report will be submitted upon completion of the investigation.

Event description:
It was reported when the angio-seal was being pulled back, the suture broke. The collagen and suture came out of the pt, while the anchor remained inside the vessel. Manual compression was performed and a pressure bandage was applied to the puncture site. The pt was kept in the hospital for a few days and being monitored for ischemia symptoms. The pt reported to be fine and was discharged from the hospital after the monitoring period.